Event description:
On (B)(6) 2023 saw cardiologist for recent hospitalization and finding of abnormal bioprosthetic valve. Status post 23 mm triecta bioprosthetic valve placed on (B)(6) 2018 at (B)(6) by (B)(6). Received notification letter july 2023 about trifecta valve being called off the market. Had an echo (B)(6) 2023 and cardiology visit on (B)(6) 2023. Readings from echo showed from (B)(6)/2023 bioprosthetic valve gradient has increased from baseline. The valve leaflets are abnormally thickened. The gradient has increased to 37 mmhg with a peak velocity of 3.7 m/s. Symptoms documented progressive exertional dyspnea and fatigue. Nyla class ii and worsening. New diagnoses of bioprosthetic structural valve degeneration. Valve appears abnormal, gradients are significantly elevated. I was referred back to (B)(6) for redo surgical consult. On (B)(6) 2024 I had an echo transthoracic impressions aortic valve prostheses systolic mean doppler gradient 43mmhg, effective orifice area 0.94cm. Comprehensive office visit with (B)(6) on (B)(6) 2024 where redo aortic valve replacement was agreed upon. Surgery occurred on (B)(6) 2024 with a dual pace pacemaker placed on (B)(6) 2024. Hospital stay was 7 days in the surgical ICU then transferred to step down after pacemaker placed on (B)(6) 2024. Discharge (B)(6) 2024. These surgeries occurred at (B)(6).